Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.